Event description:
It was reported that the patient's right atrial (ra) lead had fallen into the right ventricle. During the ra lead revision, the helix would not retract after several tries and turns. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. It was noted that the helix of the lead was extrinsically bent. The distal connector of the lead was also extrinsically bent and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. It was also noted that the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage, along with stretching. (B)(4).